Event description:
The customer reported that the system displayed generator and filament regulator error messages and there was a burning odor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was duplicated. The battery pack was replaced and the battery charger was calibrated. The system was tested and found to be working as intended and put back into service.